Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). Out of the packaging they noticed the hp2 cautery device had a wire that was coming off the jaws in a different way. Was never used on the patient.. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) was conducted on (B)(6) 2020. A visual inspection was conducted. While it was reported that there was no patient involvement, signs of clinical use and evidence of tissue and blood was observed on the proximal to the base of the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled away from the base of the cold jaw to the tip of the cold jaw, exposing the metal portion of the cold jaw. Blood was also observed on the cold metal jaw. There was no detachment observed. No temperature and resistance testing was conducted due to the damage of the jaws. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed as well as for the analyzed failure "peeled jaw".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). Out of the packaging they noticed the hp2 cautery device had a wire that was coming off the jaws in a different way. Was never used on the patient. A replacement device was used to complete the procedure. No patient involvement.